Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swollen. There is an issue with the pdm touchscreen and the keys are not functioning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.